Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('malposition of essure device location of device: do not know location/left essure device perforation/wire is twisted and upon itself'), premature delivery ('premature delivery') and pregnancy with contraceptive device ('pregnancy (with complications)') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included miscarriage in 2010, pregnancy ((B)(6) 2011), gallbladder disorder, postpartum hemorrhage, rotator cuff injury, unconscious, diaphoresis, uterine atony, right upper quadrant pain, tenosynovitis, vomiting, breast discomfort, breast tenderness, fatigue and vaginitis. Previously administered products included for an unreported indication: junel fe from (B)(6) 2011 to (B)(6) 2012, montelukast sodium from 2008 to 2010 and junel from 2006 to 2010. Concurrent conditions included gerd, automobile accident, dizziness, vertigo, headache, foot pain, pain ankle, abnormal gait, bloating, sleep disorder and uterine bleeding. Concomitant products included dexlansoprazole (dexilant) since 2013, ethinylestradiol;norgestimate (norgestimate / ethinyl estradiol) (B)(6) 2013 to august 2013, fluoxetine hydrochloride (proxetine) since 2014, loratadine (claritin) since 2006, meclozine (meclizine) from (B)(6) 2013 to (B)(6) 2015, paracetamol (tylenol) since 2013, paroxetine mesilate (brisdelle) from (B)(6) 2015 to (B)(6) 2015, salbutamol sulfate (ventolin hfa) from (B)(6) 2013 to (B)(6) 2015 and vitamin d nos (vitamin d) from (B)(6) 2013 to (B)(6) 2015. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain ("pelvic pain/left lower pelvic quadrant"). In (B)(6) 2014, the patient experienced back pain ("back pain"), abdominal pain lower ("lower abdomen pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2014, the patient experienced anxiety ("anxiety"), ovarian cyst ("ovarian cyst") and nausea ("nausea"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/bloody vaginal discharge") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2015, the patient was found to have uterine leiomyoma ("uterine fibroids"), 1 year 10 months after insertion of essure. In (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced muscle spasms ("head and neck muscle spams"). In (B)(6) 2018, the patient experienced abdominal pain ("abdominal pain"). On an unknown date, the patient experienced premature delivery (seriousness criteria medically significant and intervention required). The patient was treated with cefixime (flexeril), metronidazole, ondansetron (zofran), oral contraceptive nos, tramadol and surgery (c-section performed on (B)(6) 2016, hysterectomy with bilateral salpingectomy and oophorectomy (one side removal of ovary)). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, premature delivery, pregnancy with contraceptive device, abdominal pain, anxiety, ovarian cyst, uterine leiomyoma, nausea and muscle spasms outcome was unknown and the pelvic pain, back pain, abdominal pain lower, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the third trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, dysmenorrhoea, menorrhagia, muscle spasms, nausea, ovarian cyst, pelvic pain, pregnancy with contraceptive device, premature delivery, uterine leiomyoma, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: essure insertion date: (B)(6) 2012. Current weight (B)(6). 2 trailing coils were visible. Coils seen but placement cannot be discerned well. Fetal or neonatal effect of maternal exposure to environmental chemical substances- essure coils in situ and 1st trimester exposure to paxii. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Computerised tomogram abdomen on (B)(6) 2016: normal CT scan of the abdomen. CT scan of the pelvis revealing high density within the uterus compatible with an essure device. (As reported). Ultrasound abdomen on (B)(6) 2012: mild right renal collecting system fullness that persists after the patient voided. An obstructive calculus not definitely identified ultrasound. Request clinical correlation and follow up. No significant postvoid residual volume in the bladder. Suspect small gallbladder cholesterol polyp in the region of the gallbladder neck. Ultrasound pelvis on (B)(6) 2017: agree. Consistent with prior imaging. Does not appear to have shifted/migrated in any way. Likely the cause of the patient¿s persistent/mild llq discomfort. Ultrasound scan vagina on (B)(6) 2013: total bilateral occlusion. Essure was in the correct location. Essure springs appear to located appropriately. On (B)(6) 2015: total bilateral occlusion. Essure was in the correct location. On (B)(6) 2016: agree, viable iup with edc (B)(6) 2016. Coils seen but placement cannot be discerned well. Concerning the events injury was reported in this case were described in medical records: vaginal hemorrhage, menorrhagia, dysmenorrhea, nausea, pelvic pain, abdominal pain lower, ovarian cyst, uterine fibroid, abdominal pain, back pain, device migration/left essure device perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2019: pfs & mr received case becomes incident. Event injury was removed. New events premature delivery, malposition of essure device location of device: do not know location/left essure device perforation/wire is twisted and upon itself, pregnancy (with complications), device ineffective, abnormal bleeding (vaginal)/bloody vaginal discharge, abnormal bleeding (menorrhagia), anxiety, ovarian cyst, uterine fibroids, nausea, dysmenorrhea (cramping), lower abdomen pain, back pain, abdominal pain, pelvic pain/left lower pelvic quadrant and head and neck muscle spams were added. Event onset date were added. Implant date was updated and explant date was added. Product indication was updated. Concomitant drugs, medical history and lab data were added. Patient's height, weight, age and race were added. Reporter's information was added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.